Event description:
The hospital reported that post use an endoscopic vein harvesting procedure, hemopro2 extension cable plastic slip collar cable came off while disconnecting the cable from the hemopro 2 hand piece. No patient involvement.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 10/21/2019. Signs of clinical use and no evidence of blood was observed. One connector end was observed to be detached from the cord. The other connector end was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "break; cord" was confirmed. This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure, hemopro2 extension cable plastic slip collar cable came off while disconnecting the cable from the hemopro 2 hand piece. No patient involvement.